Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous, knee operation, anemia, tonsillitis, streptococcal infection, fever, cystitis, elevated bp, abdominal pain, hematuria, pruritus, rash, renal calculus, headache, ankle injury, non-smoker and pap smear abnormal. Does not drink alcohol. Negative for dysuria, urgency, frequency, hematuria, decreased urine volume, vaginal bleeding, vaginal discharge, difficulty urinating, vaginal pain and pelvic pain. Previously administered products included for presentation of unintended pregnancies.: ortho evra patch. Concurrent conditions included morbid obesity, allergic rhinitis, cough, sinusitis, uterine fibroid, axillary adenopathy, lymphadenopathy, tooth fracture and anesthesia. Family history included stroke (maternal grandmother), hypertension (mother, father, maternal grandmother, sister), diabetes (maternal grandmother, sister), thyroid disorder (mother) and cancer (maternal grandmother). Concomitant products included alprazolam (xanax), ibuprofen, ketorolac tromethamine (toradol) and vicodin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with tranexamic acid (tranexamic), surgery (total vaginal hysterectomy, left salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic pain, uterine haemorrhage, dysmenorrhoea, menstrual disorder, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the removing of the essure coils also required removal of plaintiff uterus, cervix, and left fallopian tube. Plaintiff was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total vaginal hysterectomy with unilateral left salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Pfs- current weight: 262 lbs. Mr- trailing coils: left: 5 right: 12 right tube- unable to pass essure device any further- poss spasm diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Following the requisite time period after implantation of essure, in (B)(6) 2009, plaintiff had an hsg (hysterosalpingogram) test. (B)(6) 2011 : hysterosalpingogram : the uterine cavity has a normal morphologic appearance without evidence of mass or synechiae, placement of the right and left microinserts appears to be satisfactory. Tubal occlusion is grade 1. (B)(6) 2014 : us pelvis with transabdominal and endovaginal probe : findings: the uterus measures 10.1) ( 6.3 x 9 cm (estimated weight 286 grams). The echotexture of the myometrium is abnormal. There is a intramural - subserosal 3.4 cm left uterine fundal fibroid" endometrial stripe thickness is normal at 10 mm. Endometrial stripe echotexture is normal , the right ovary has a volume of 11.6 ml. The left ovary has a volume of 11.9 ml. The ovaries appear sonographic ally normal. Impression: 1, endometrial stripe thickness is normal measuring 10 mm. 2. Intramural y subserosa I 3.4 cm uterine fibroid. 3. Normal-appearing ovaries (B)(6) 2016 : bilateral digital screening mammogram with cad : findings: there are scattered areas of fibro glandular density. Benign-appearing calcifications are noted in the right breast. No suspicious abnormality identified, impression: no mammographic evidence of malignancy. Final assessment: benign finding ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming menorrhagia), pelvic pain (confirming pelvic pain)" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: "uterine haemorrhage" most recent follow-up information incorporated above includes: on (B)(6) 2018: outcome of event pelvic pain and all symptoms updated to recovered /resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous, knee operation, anemia, tonsillitis, streptococcal infection, fever, cystitis, elevated bp, abdominal pain, hematuria, pruritus, rash, renal calculus, headache, ankle injury, non-smoker and pap smear abnormal. Does not drink alcohol. Negative for dysuria, urgency, frequency, hematuria, decreased urine volume, vaginal bleeding, vaginal discharge, difficulty urinating, vaginal pain and pelvic pain. Previously administered products included for preventation of unintended pregnancies.: ortho evra patch. Concurrent conditions included obesity, allergic rhinitis, cough, sinusitis, uterine fibroid, axillary adenopathy, lymphadenopathy, tooth fracture and anesthesia. Family history included stroke (maternal grandmother), hypertension (mother, father, maternal grandmother, sister), diabetes (maternal grandmother, sister), thyroid disorder (mother) and cancer (maternal grandmother). Concomitant products included alprazolam (xanax), ibuprofen, ketorolac tromethamine (toradol) and vicodin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with tranexamic acid (tranexamic), surgery (total vaginal hysterectomy, left salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder and menorrhagia had resolved and the pelvic pain, uterine haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the removing of the essure coils also required removal of plaintiff uterus, cervix, and left fallopian tube. Plaintiff was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total vaginal hysterectomy with unilateral left salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Pfs- current weight: (B)(6) lbs. Mr- trailing coils: left: 5 right: 12. Right tube- unable to pass essure device any further- poss spasm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Following the requisite time period after implantation of essure, in (B)(6) 2009, plaintiff had an hsg (hysterosalpingogram) test. (B)(6) 2011 : hysterosalpingogram : the uterine cavity has a normal morphologic appearance without evidence of mass or synechiae, placement of the right and left microinserts appears to be satisfactory. Tubal occlusion is grade 1. (B)(6) 2014 : us pelvis with transabdominal and endovaginal probe : findings: the uterus measures 10.1) ( 6.3 x 9 cm (estimated weight 286 grams). The echotexture of the myometrium is abnormal. There is a intramural - subserosal 3.4 cm left uterine fundal fibroid" endometrial stripe thickness is normal at 10 mm. Endometrial stripe echotexture is normal , the right ovary has a volume of 11.6 ml. The left ovary has a volume of 11.9 ml. The ovaries appear sonographic ally normal. Impression: endometrial stripe thickness is normal measuring 10 mm. Intramural y subserosa I 3.4 cm uterine fibroid. Normal-appearing ovaries. (B)(6) 2016 : bilateral digital screening mammogram with cad : findings: there are scattered areas of fibro glandular density. Benign-appearing calcifications are noted in the right breast. No suspicious abnormality identified, impression: no mammographic evidence of malignancy. Final assessment: benign finding . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming menorrhagia), pelvic pain (confirming pelvic pain)" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: "uterine haemorrhage" most recent follow-up information incorporated above includes: on 16-feb-2018: events- "vaginal bleeding, pelvic pain / pain", reporter, lot number, historical and concomittant condition added from pfs. Event - "abnormal uterine bleeding" historical drug and condition, concomittant condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), pelvic pain ("pelvic pain / pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 42-year-old female patient who had essure (batch no. 796906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multiparous, knee operation, anemia, tonsillitis, streptococcal infection, fever, cystitis, elevated bp, abdominal pain, hematuria, pruritus, rash, renal calculus, headache, ankle injury, non-smoker and pap smear abnormal. Does not drink alcohol. Negative for dysuria, urgency, frequency, hematuria, decreased urine volume, vaginal bleeding, vaginal discharge, difficulty urinating, vaginal pain and pelvic pain. Previously administered products included for prevention of unintended pregnancies.: ortho evra patch. Concurrent conditions included morbid obesity, allergic rhinitis, cough, sinusitis, uterine fibroid, axillary adenopathy, lymphadenopathy, tooth fracture and anesthesia. Family history included stroke (maternal grandmother), hypertension (mother, father, maternal grandmother, sister), diabetes (maternal grandmother, sister), thyroid disorder (mother) and cancer (maternal grandmother). Concomitant products included alprazolam (xanax), ibuprofen, ketorolac tromethamine (toradol) and vicodin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 4 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with tranexamic acid (tranexamic), surgery (total vaginal hysterectomy, left salpingectomy,cystoscopy).essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic pain, uterine haemorrhage, dysmenorrhoea, menstrual disorder, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: the removing of the essure coils also required removal of plaintiff uterus, cervix, and left fallopian tube. Plaintiff was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total vaginal hysterectomy with unilateral left salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Pfs- current weight: 262 lbs. Mr- trailing coils: left: 5 right: 12. Right tube- unable to pass essure device any further- poss spasm. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Following the requisite time period after implantation of essure, in (B)(6) 2009, plaintiff had an hsg (hysterosalpingogram) test. (B)(6) 2011 : hysterosalpingogram : the uterine cavity has a normal morphologic appearance without evidence of mass or synechiae, placement of the right and left micro-inserts appears to be satisfactory. Tubal occlusion is grade 1. (B)(6) 2014 : us pelvis with transabdominal and endovaginal probe : findings: the uterus measures 10.1) ( 6.3 x 9 cm. (Estimated weight 286 grams). The echotexture of the myometrium is abnormal. There is a intramural - subserosal 3.4 cm left uterine fundal fibroid" endometrial stripe thickness is normal at 10 mm. Endometrial stripe echotexture is normal , the right ovary has a volume of 11.6 ml. The left ovary has a volume of 11.9 ml. The ovaries appear sonographic ally normal. Impression: 1, endometrial stripe thickness is normal measuring 10 mm. 2. Intramural y subserosa I 3.4 cm uterine fibroid. 3. Normal-appearing ovaries. (B)(6) 2016 : bilateral digital screening mammogram with cad : findings: there are scattered areas of fibro glandular density. Benign-appearing calcifications are noted in the right breast. No suspicious abnormality identified, impression: no mammographic evidence of malignancy. Final assessment: benign finding. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: menorrhagia(confirming menorrhagia), pelvic pain (confirming pelvic pain)". ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: "uterine haemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding") and menorrhagia ("prolonged menses"). The patient was treated with surgery (total vaginal hysterectomy with unilateral left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder and menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia and menstrual disorder to be related to essure. The reporter commented: the removing of the essure coils also required removal of plaintiff uterus, cervix, and left fallopian tube. Plaintiff was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total vaginal hysterectomy with unilateral left salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results: following the requisite time period after implantation of essure, in (B)(6) 2009, plaintiff had an hsg (hysterosalpingogram) test. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.